Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed, 24mm x 3mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left main to left anterior descending artery. After crossing the lesion with a non-boston scientific guide catheter, pre-dilatation was performed resulting to 80% residual stenosis. A 24 x 3.00 promus premier drug-eluting stent was advanced for use, however, the stent was not smooth during insertion and was disrupted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
B3 date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR: promus premier ous mr 24 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on the section of the stent with struts lifted from crimped stent position. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion found a shaft polymer extrusion break at the port bond, the shaft polymer extrusion was noted to be stretched proximal to break site (port bond).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via right femoral artery. The 90% stenosed, 24mm x 3mm, eccentric, de novo target lesion was located in the moderately tortuous and mildly calcified left main to left anterior descending artery. After crossing the lesion with a non-boston scientific guide catheter, pre-dilatation was performed resulting to 80% residual stenosis. A 24 x 3.00 promus premier drug-eluting stent was advanced for use, however, the stent was not smooth during insertion and was disrupted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.